Event description:
Additional information received from the consumer reported when they were previously shocked at the bank it occurred three times and the ambulance was called. It was further reported the implant increased by itself up from 3.5 to 7.0 to the point you couldn¿t feel your legs, sit in a chair, stand up, or have any feeling at all. The consumer didn¿t know what to do so they increased and decreased it, and then finally turned stimulation off to resolve the issue. It was further reported that since the shocking occurred, the device stopped charging which was the (B)(6). It was reviewed with the consumer the implantable neurostimulator (ins) needed to be at 25% in order to be turned on, and since they weren¿t charged they couldn¿t use stimulation until then. However, the consumer stated they didn¿t know how to charge and the ¿dcd didn¿t show anyone wearing the belt.¿ patient education was provided and the antenna locate feature was used which allowed the consumer to charge with full coupling.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an emergency as they were being overstimulated to death. They could hardly walk. This had been occurred for the last hour. The patient had called the fire department and they had told the patient to take the batteries out of the patient programmer but it was not helping. The patient stated that they were getting shocked. The patient had recently turned up the voltage. Patient services walked the patient through turning off the implantable neurostimulator (ins). The patient stopped feeling overstimulation when it was off. It was reported that the zapping and overstimulation started after the patient walked through a security screener at the bank. They were zapped hard after the theft detectors. The patient stated that they were going to wait to turn the ins back on until they got home as they were currently going to the airport to travel for 2 weeks. This event was sudden on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.